Event description:
Clinic notes were received indicating that the vns patient was experiencing an increase in seizures. Further follow-up revealed that the patient was having 5-6 seizures per day. The patient underwent generator replacement surgery on (B)(6) 2009. It was reported that the patient was doing better following replacement surgery.

Event description:
Additional information was received that the generator was discarded and will not be returned to the manufacturer for evaluation.